Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). Statement from production: preliminary investigation: sample upon received one used cannula of introcan safety without packaging. The safety clip was not in engaged position and dislodged at the middle of cannula. Clip was not deformed. Cannula bent about 90degree was observed. Catheter hub and protective cap was not returned for evaluation. Sample evaluation: cannula bent about 90degree was observed. In this bent condition, protective cap was not able to be assembled and also not possible to be packed into peel pack packaging. Therefore, this cannula bent was not due to manufacturing fault, it may happen after application. The returned cannula was straighten and repositioning the clip to test its clip function by using new catheter hub( g22) and placing it onto the cannula and then pulling it out. Clip engaged properly onto the tip of the cannula. There was no abnormality found while pulling the catheter out from the cannula. There was no rough surface/dented mark observed on cannula surface. Conclusion: there was no rough surface/dented mark observed on cannula surface. There was no clip deformation. If the clip is dislodged from the cannula, the catheter hub is unable to be assembled onto the cannula as the hub will crush and damage the clip. The catheter hub is designed in such a manner that it encapsulates the clip and there is no space for any free play for the clip. Moreover, the assembly machine is also equipped with a vision system which conducts 100% inspection on the clip condition. Ipqc and final control also conducted clip functional test. Clip functional failure is not allowed. There was no catheter hub returned for evaluation. Therefore, the complaint is not "judgable".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received one used cannula hub of introcan safety-w pur 22g, 0.9x25mm-ap without packaging. The capillary hub and protective cap were not returned for investigation. Visually inspected the retuned sample and found the cannula bent. Noted that the safety clip was located at the middle of the cannula (not in engaged position). Sample forwarded to production for further investigation. A follow-up report will be provided after the statement is available. The batch record could not be reviewed since the lot number is not known.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): clip could not hook the tip of needle the normal route was secured by using the ics 22g, but when nurse pull out the needle, the clip could not hook the tip of needle. Then,the nurse stabbed herself with the needle.